Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects of hematoma, hypotension and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Article titled: complications associated with percutaneous closure devices. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted. The other patient complication referenced in the article is submitted under a separate medwatch MFR#.

Event description:
This event is from a literature review identifying a patient and a prostar xl device that may be related to: hemodynamically unstable/hypotensive patient noting enlarging pseudoaneurysm, surgery, hematoma evacuated with sutures removed and pseudoaneurysm repaired. Specific patient information is documented as unknown. Details are listed in the article, titled: complications associated with percutaneous closure devices.